Event description:
A 6f angio-seal was selected for use and deployed after a left heart catheterization. The following day, the patient sat up in bed and became hypertensive with an elevated blood pressure. Pedal pulses were weak. An angiogram revealed partial obstruction of distal flow, and that the anchor had detached from the other closure components. Surgical intervention was performed to remove the device. The anchor was found at the puncture site, with the collagen and suture slightly distal. The patient was stable following the event.

Manufacturer narrative:
As the product was not returned, our investigation was limited to the review of the device history record, which showed that each manufacturing and inspection operation was performed and indicated complete in accordance with sjm specifications and procedures. Based on the information received, the cause of the reported incident could not be conclusively determined. The angio-seal device instructions for use (IFU) cautions, should ischemic symptoms appear, treatment options include thrombolysis, percutaneous extraction of the anchor or fragments, or surgical intervention.